Event description:
Event description guidant received information that the patient was digging in their garden when they received a shock from the implantable cardioverter defibrillator (ICD). Afterward, the ICD began to emit beep tones. An interrogation of the ICD noted a fault code accompanied by a warning message that a possible device malfunction has occurred. The ICD was removed and returned to guidant for analysis.